Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the pump and flow stopped without any corresponding alarms. The failure occurred during treatment, but no remedial actions were taken. The customer was able to restart the pump. However, the log files of the cardiohelp device showed, that an arterial bubble alarm occurred at the time the customer reported the issue took place. The patient was weened of the cardiohelp a few days later without any further complications. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
It was reported that the pump and flow stopped on (B)(6) 2024, time round about 6pm. The failure occurred during treatment. The customer confirmed that he pressed all available buttons on the control panel and was able to restart the pump. The treatment was continued without any complications. The patient was weaned of the cardiohelp a few days later. No harm to any person has been reported. The flow as well as the pump stopped during treatment, therefore a report is required. A getinge field service technician (fst) was sent for investigation on 2024-08-12 till 2024-08-15. The failure could not be replicated and no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "arterial bubble detected" could be confirmed on the date of event, which causes the flow and pump to stop. As the failure could not be replicated, an exact root cause could not be determined. However, according to the risk file v24 of the cardiohelp device (dms#: (B)(4)) the following root causes can lead to the reported failure: - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage)- sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system- upper flow intervention too low according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. If the intervention is set, a detected arterial bubble will cause a pump stop. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The device was manufactured on 2022-09-16. The device history record (DHR) of the cardiohelp was reviewed on 2024-09-19. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The review of the non-conformities has been performed on 2024-12-13 for the period of 2022-09-16 to 2024-08-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pump stopped" could be confirmed, but was not caused by a device malfunction. The device worked as intended. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the belarus market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number: 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.